Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen that became unresponsive, rendering the device nonfunctional and interfering with use; the relevant device component was the touchscreen, and the problem involved unresponsive input. Customer care provided support that included user education and replacement logistics. Investigation of this case revealed a software problem in conjunction with the touchscreen input failure, consistent with an unresponsive key/button-type behavior isolated to the touchscreen component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.